Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The customer's meter was returned for investigation. The investigation found small white specks of contamination on the meter's scanner window. The scanner window was cleaned using an alcohol wipe. After allowing the scanner window to dry, the meter successfully scanned three times continuously. No errors or malfunctions were observed. The barcodes were read correctly by the meter. The product performed according to the specifications. The alleged issue could not be reproduced. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged a scanning issue, with an accu-chek inform ii meter, that when patient ID's are scanned, they were misinterpreted by the meter scanner and would appear as 6 digits and a symbol. The normal patient ID is 9 digits. The customer confirmed that the correct barcode was being scanned when the issue occurred. No patient ID's that were scanned have caused a mismatch in the patient records, and no patients have been harmed or received incorrect treatment due to the scanning issue.